Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no documentation supporting a causal relationship. There was no reported liberty cycler/liberty cycler set product deficiency or malfunction. Peritonitis is a well-documented complication of pd therapy. Furthermore, plesimonas shigelloides is found in soil, water and contaminated seafood. It was reported the patient fishes; therefore, a likely causal association exists between a breach in aseptic technique and poor hand hygiene, as reported by the pd nurse. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) experienced abdominal pain and was hospitalized with bacterial peritonitis. Plesiomonas shigelloides was isolated in the patient¿s pd effluent. The patient was treated with ceftazidime (unknown dose, route, frequency and duration). The patient continued pd therapy while hospitalized. Further details surrounding the patient¿s hospitalization course are unknown. The patient was discharged after nine days. The patient was continuing pd therapy without further reported issue. It was reported the patient fishes and the patient¿s plesiomonas shigelloides peritonitis event was related to poor hand hygiene and a breach in aseptic technique during pd therapy. No device malfunction or product deficiency was reported.